Event description:
It was reported that during a thrombectomy procedure of an occlusion, the physician removed the retriever (subject device) and a bleed was noticed. The physician believes that the retriever caused the bleed. There was an additional thirty minutes added to the procedure, an unknown medical intervention was performed and patient will under continued medical management, but was reported to be fine. No further information is available.

Manufacturer narrative:
The device history record review could not be performed since the lot number was not known. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. As the device was not returned, the exact cause for the difficulties encountered with the device cannot be definitively determined. However, patient hemorrhage is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu); therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a thrombectomy procedure of an occlusion, the physician removed the retriever (subject device) and a bleed was noticed. The physician believes that the retriever caused the bleed. There was an additional thirty minutes added to the procedure, an unknown medical intervention was performed and patient will under continued medical management, but was reported to be fine. No further information is available.